Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tubing disconnected from the bd phaseal¿ optima connector (c35-o) and leaked chemo onto the floor. The following information was provided by the initial reporter: "si-111462; date reported 2/13; g17- bd phaseal disconnect; extent of harm: reached the individual. Item not reported, lot number not reported. Rn noted floor was wet and chemo tubing was on the floor disconnected at the bd connector, phaseal and clamp shell was intact. Discussed with involved rn. Rn states disconnection point between connector and cvc microclave. Injector, connector and clamshell intact allowing chemo to spill onto the floor. No chemo spill on patient. No bleeding. Ns runner on 5-port tubing hung 12 hrs prior to disconnect."